Event description:
The manufacturer received information alleging a thermal event to a dreamstation humid device. The user alleges the heater plate is burnt. There was no report of serious patient harm or injury. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.